Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used set in open packaging was provided for evaluation. The open packaging confirms the reported lot number. A visual evaluation and functional evaluation was performed on the set. The set was connected to IV bags and primed to replicate the reported defect of air in line with passing results. Also, the set were functionally leak tested per specification and no leaks were observed. The filter was observed closely during testing to ensure it worked eliminating air from line. Based on the results of the evaluation, the reported defect cannot be confirmed. The product met internal specifications. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that there was air in line during use. No injury reported.